Event description:
This 45 yr old female underwent bilateral augmentation mammoplasty in 1978 with insertion of silicone double lumen implants. The indentifiers of the MFR device is not known to this reporting facility. The pt complains of achy joints, breast pain and had an ultrasound which showed rupture of the right implant. Gross exam: no residual liquid in the outer membrane of the double lumen. The inner membrane appears intact without evidence of leakage of its contents. The left implant is intact.